Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. After replacement, the impedances on the right side showed lower, but the therapy runs. The cause of the low impedances was not known. No additional interventions were planned at this time. It was reported that the patient's therapy has not improved since replacement.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 64002, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. Left-sided therapeutic effect diminished during the past 1-2 years. An impedance check revealed low impedance of 400-500 ohms. Additional diagnostic/troubleshooting methods included x-ray of ins and leads and reprogramming. The ins was disconnected and a measurement from the extension and adaptor was done, which showed normal impedances of 1000 ohms. The impedances measured 400-500 ohms on the right side with ins connected. A new ins and adaptor were implanted, but the measurement showed the same. The event was unresolved at the time of the report.

Manufacturer narrative:
Product ID# 37612 and product ID 3550-29: the returned devices were subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned devices passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.